Event description:
The gauge did not respond to pressure during percutaneous transluminal coronary angioplasty. The right coronary artery was dissected. A second stent had to be placed. Patient is reported to be in good condition.

Manufacturer narrative:
The evaluation/investigation is not completed. A follow-up report will be submitted when the evaluation is completed. Conclusions: a follow-up report will be submitted when the evaluation is completed.